Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at the emergency room and it was observed that their cardiac resynchronization therapy defibrillator (crt-d) was pacing at a high rate. The physician was concerned that there was a sensing problem with the crt-d. The crt-d remains in use. No patient complications have been reported as a result of this event.